Event description:
Staples used on right bronchus, at end of procedure it was noticed that bronchial anastomosis opened. Physician removed all staples and right bronchus closed with 4-0 prolene. Pt suffered no ill effects per physician.